Event description:
It was reported to baxter (B)(4) that an empty all in one eva container - automix 2000ml had unknown particles in the bag. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the device noted particulate matter within the fluid path. This was determined to be a manufacturing process problem. A CAPA has been opened in order to address this issue. No other observations were noted on the unit.